Manufacturer narrative:
(B)(4). The device was not received for evaluation; however, a photograph was received. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection identified a cracked mainbody. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified however the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the transfer set was found to have a crack in the mainbody. This was noted during patient use during peritoneal dialysis therapy. The transfer set had been in use for 10 days at the time of the reported event. There was no patient injury or medical intervention associated with this event. No additional information is available.